Manufacturer narrative:
Product analysis: visual analysis: visual inspection shows evidence of a crack at the base of the "y" connector. Performance analysis: pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing, there was a small leak observed at the base of the "y" connector. Conclusion: the leakage reported only occurs in those assemblies that used cavity 1. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use when the customer was processing the blood, they noted a crack at the y-connector of the btc93. Customer coated it with bone wax and continued with the case. There was no adverse effect to the patient.